Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went into pulseless electrical activity (pea) arrest. The left ventricular assist device (lvad) flows dropped to low and then zero. Advanced cardiac life support was started and the patient was placed on extracorporeal membrane oxygenation (ECMO). Transesophageal echocardiogram (tee) was performed and identified a thrombus in the left ventricle just above the inflow cannula. The patient was immediately admitted to the operating room (or) and a pump exchange was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported event could not be conclusively established through this investigation. The heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was explanted but it is unknown if the device will be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including venous and arterial non-central nervous system (cns) thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing hte file on this event.